Event description:
Healthcare professional reported right side capsular contracture, baker grade not specified, and folding in the implant shell. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade not specified, and folding in the implant shell. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases and wear abrasion. A weight test of the device was verified, and the device was within specification. Cloudy, voids and bubbles, after autoclave disinfection process in the gel. Creases/folding of implant condition that was indicated, in the complaint was observed. Nevertheless, it is considered non-related to the manufacturing process, since the device was received out of their primary packaging. And is an explanted device. Based on the device analysis, the final assessment is: creases/folding of implant condition was observed. Nevertheless, is not related to the manufacturing process.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade not specified. And folding in the implant shell. Device has been explanted and replaced.